Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 234 mg/dl. The mother also stated that the customer doesn't check her blood glucose levels very often and only knew that her blood glucose levels were high after she started feeling sick. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother did not have a tubing clamp for the high pressure test.